Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to inappropriate materials, root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro fiberscope exhibited dirt on the objective lens. There was no patient involvement.